Manufacturer narrative:
The reported field event of a header anomaly was not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a generator change out procedure. During the procedure, there was difficulty in inserting the right ventricular lead into the new implantable cardioverter defibrillator (ICD). Every time the lead pin was inserted into the header, it popped back out. The physician used silicone oil and attempted to force the lead pin into the header. It was able to be inserted, but the tip of the pin was not visible. It was determined to be a header issue on the new ICD after it was noted the lead could be inserted into the old explanted device with ease. The ICD was removed and replaced successfully. There were no patient consequences.